Manufacturer narrative:
P-cap or reservoir locks properly into place. Unit passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement, self test and the delivery accuracy test at 0.0869 inches. No unexpected insulin flow blocked alarm/no under delivery anomaly noted during testing. Device received with cracked keypad overlay, pillowing keypad overlay and minor scratches on case. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was above 400 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they treated high blood glucose level with syringes. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. The customer alleged the insulin pump for under delivery because they had changed out the infusion sets and the blood glucose was still not controlled. The insulin pump was not on auto mode at the time of the incident. The insulin pump and reservoir will not be returned for analysis.